Event description:
A (B)(6) male pt's sister contacted zoll customer support to report that the pt's electrode belt connector was damaged. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged electrode belt connector) has been confirmed. Upon receipt the trunk cable connector was deformed and unable to connect to a test monitor. The root cause for the damaged connector cannot be positively determined but is likely physical abuse. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.